Event description:
It was reported that the device had an error code logged in memory. This error code is indicative of a device failure that would inhibit the use of the defibrillator function. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was that a diode, designator cr30, was electrically shorted between legs 5 and 9. This failure would have impacted the device's ability to provide both pacing and shock therapy.